Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation. Method - no samples were received, a review of the DHR for the lot in question was performed. Results - no failures found. Conclusions - inconclusive as no failure was found.

Event description:
Breaking of the bd bard-parker 15 blades when putting them in and taking them off the handles. Five so far.